Event description:
The customer called in for help with his meter. While troubleshooting, he performed control tests and received a result of 207 mg/dl. The normal control range was 97-135 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.